Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the output value would not increase. This occurred five times in two minutes. Another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance laboratory for analysis. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported that the temperature was unstable. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation.